Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hospital facilities replacing fridge, need bd tech while it happens, as it needs to be connected to the system. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hospital facilities replacing refrigerator, need bd tech while it happens, as it needs to be connected to the system. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator installation was required. The field service engineer (fse) removed the remote manager from the old refrigerator and identified that the adapter plate and hasp could not be removed due to the adhesive being used to support the chassis and the hasp on the refrigerator and also the latch mechanism was an old part which was due for replacement. The fse then installed the remote manager on the new refrigerator with a new adapter plate, new latch mechanism, new wire harness, and a new hasp on the refrigerator door and confirmed that the srm was functioning normal on the refrigerator. The system functioned as intended after the field service engineer had repaired the device.